Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Diabetes therapy consultant reported via email that the customer miscalculated and over delivered insulin. The customer experienced low blood glucose and had a seizure. Blood glucose value is unknown. The customer declined transfer for assistance.